Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced uncomfortable stimulation that was exacerbated based on body positional changes. A reduction in therapy levels mitigated, but did not resolve the issue. In turn, surgery may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.